Event description:
It was reported that the lens vaulted (z- formation) approximately 7 weeks post implant. Capsular fibrosis/striae was noted on (B)(6) 2015. The lens was repositioned with a capsular tension ring (ctr)on (B)(6) 2015. The patient's current status is to continue steroids with yag laser in 2-3 weeks. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.